Event description:
It was reported there was 'unidentified' oversensing at implant, just after the leads were inserted. It was described as 'random spikes between the p and t wave', even after the leads were disconnected and reconnected. The device was not used and was replaced. Technical consultant suggested grommet damage may have occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.